Event description:
Rest of tampon in vagina [foreign body in reproductive tract]. Tampon cut in half [device breakage]. Middle part of tampon uncovered [device physical property issue]. Hurt the area - vagina [vulvovaginal injury]. Case description: consumer reported via e-mail that tampon was cut in half which left the middle part exposed. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Rest of tampon in vagina [foreign body in reproductive tract] tampon cut in half [device breakage] middle part of tampon uncovered [device physical property issue] hurt the area - vagina [vulvovaginal injury]. Case narrative: consumer reported via e-mail that tampon was cut in half which left the middle part exposed. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.